Event description:
New information received notes that the patient's right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, non-sustained ventricular oversensing was noted on the ventricular lead. Lead noise and integrity issue was suspected. Programming changes were discussed. When the patient presented in clinic, noise was not reproducible. So, no intervention was made. No integrity issue was confirmed as noise was not reproducible. The patient was stable.